Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) had to be removed from an eye. Additional information was provided that during a cataract extraction with iol implant procedure, the iol got scratched by the plunger in the shooter. The iol was removed during the initial procedure. There was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).